Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jun-2017, UDI # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jan-22 regarding a patient receiving morphine (40mg/ml at 8mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was new to the hcp's practice and had already had two pumps prior to the current pump. The patient was on a very large dose when he became the hcp's patient. The patient still had chronic pain at the current dose. The hcp had titrated the patient down and replaced the pump with a different company. The patient wanted to go with another manufacturer because it was his third pump since 2013 (note: this conflicts with device records which indicate that this was the patient's third pump since 2006). During the pump replacement, the hcp didn't get cerebrospinal fluid (csf) back from the catheter when he took it from the pump. The hcp also cut the catheter at the back and there was no csf return. The hcp felt the catheter may have been in the epidural space. No other diagnostics were done and the issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomaly. All previously reported patient and device codes will be updated/corrected to the following for this event: patient codes/ device codes (B)(4) the evaluation codes are only applicable regarding the catheter. If information is provided in the future, a supplemental report will be issued.